Event description:
(B)(4). Terrible pain in abdomen, hot flashes, bloating, joint pain throughout body. Intolerance to hot weather, migraines, hair loss, mood swings, jaw pain, sprained a shoulder, wouldn't heal, constantly inflamed, removed easier pain went away, depression.